Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is hearing the audible alarm from the device. The patient understood from the medtronic field personel that commented that a screw is loose or may have been "put in at an angle" prior to the beeping. The device is still in use. No patient complications have been reported as a result of this event.